Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a chemical cross-contamination event involving a medivators automated endoscope reprocessor (aer) and an olympus colonovideoscope. There was no patient injury reported.